Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive mega suturecut needle driver instrument to perform failure analysis. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that an internal component of the mega suture cut needle driver instrument broke and something internal chipped and fell from the instrument. There was no additional information provided.